Event description:
Inflammatory process right knee (injection site reaction right knee), right knee effusion. Info was rec'd in 2004 from a physician's assistant regarding a pt with a medical history osteoarthritis of the right knee and at least one previous synvisc series (date unknown) who experienced a red right knee, a warm right knee, a swollen right knee, a right knee effusion and inflammatory process. The pt rec'd synvisc 14 days ago and 6 days later. 2 days later, following the second injection, the pt experienced a red, warm and swollen right knee and was seen in the physician's office on the same date. Aspiration of the right knee was performed. "45cc's of turgid fluid was removed" from the knee. The culture on the fluid was negative, but showed an inflammatory process. Cortisone was injected into the knee following the aspiration and the pt was started on keflex. Following treatment all symptoms resolved. A decision had not been made regarding administration of the third injection. At the time of this report the pt had recovered.